Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B1: adverse type- reported issue is both an adverse event and product problem. B2: dirty needlestick injury. B5: describe event: it was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the rubber cap covering the non-patient needle did not retract causing blood to flow out and in order to stop the blood flowing quickly in front of the patient, a cotton pad was put over the needle of the pump body and pricked her finger. Imdrf annex a grid (1): a0509- physical resistance / sticking.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the rubber cap covering the non-patient needle did not retract causing blood to flow out and in order to stop the blood flowing quickly in front of the patient, a cotton pad was put over the needle of the pump body and pricked her finger.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and nothing abnormal was found from the rubber sleeves. Also, a water sampling test was conducted on our retained samples of 8 sets by connecting each sample to bd single use holder and no side-piercing, no retracting defects of the rubber sleeves, or leakage from the line was found. Additionally, silicone amount on the luer adapter of our retained samples on 8 sets were checked, and all was confirmed to be within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve side piercing causing leakage based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the rubber cap covering the non-patient needle did not retract causing blood to flow out and in order to stop the blood flowing quickly in front of the patient, a cotton pad was put over the needle of the pump body and pricked her finger.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the rubber cap covering the non-patient needle did not retract causing blood to flow out. No patient impact reported.